Manufacturer narrative:
The evaluation of the event is on-going. Should additional information be made available, a supplemental report will be provided.

Event description:
The customer reported that their olympus evis exera iii bronchovideoscope presented a b30 scope communication error during procedure preparation. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the probably cause of the reported event of no image was likely attributed to moisture or water entered the scope and caused damage to the image sensor unit and internal connector board. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.